Event description:
New out of box, device does not deliver enough energy for the shocks. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 360p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 360p passed ¿out qat from heartsine technologies on the 5th june 2018. The sam 360p was returned from a distributor after they had performed shock testing. During that testing they alleged the device outputted low shock energy, in the region of 27 to 30 joules. The user accessible memory had been erased for log entries prior to the 24th september 2018. Information taken from the technical log identified that 3 shocks were delivered on the 24th september 2018. The high voltage capacitors correctly charged and discharged during this testing suggesting the device had performed to specification. No fault could be found with the device during testing at heartsine. 13 test shocks were performed, all within the acceptable +/- 10% specification. With no fault found with the device, the investigation concludes that an error must have occurred with either the process, set-up or equipment used during the testing of the device by the distributor. No fault found with the returned sam 360p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
New out of box, device does not deliver enough energy for the shocks. There was no patient involved in this event.